Event description:
It was reported that the rn was preparing the balloon and inserted 2 cc of ns into the balloon and it leaked out. "You can clearly see the leak on the outside, it is leaking around the seal". No pt injury reported. A robotic mvr procedure was done.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon lumen and visually under 10x magnification the distal balloon bond has delaminated and visually, there is a fluid path. Water was introducted into the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of the event.

Manufacturer narrative:
Device evaluation is anticipated, product has been returned.